Event description:
Device was returned for investigation. No additional information was provided at the time of this report.

Manufacturer narrative:
The impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) and mount were returned for investigation. Visual evaluation of the as returned products identified that the devices were engaged to each other. Additionally, the hex of the retaining screw was rounded. The devices were functionally tested to disengage them from each other. They were determined to be stuck. The screw could not be removed from the implant as the hex was rounded. No pre-existing conditions were noted on the per. The reported products were being placed on tooth # 30 when the incident occurred. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63893935. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63893935) for similar events and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported events (stuck components + unable to place in osteotomy) or product (tsvwh10). Therefore, based on the available information, device malfunction did occur and the reported event (does not disengage) was confirmed. However, the other reported event (inability to place implant into osteotomy) could not be verified as the exact details of event and patient anatomical conditions were unknown. Based on the investigation, risk file review and IFU, the probable causes for the reported events are improper mating of implant and mount and placement of implant contrary to instructions for use.

Manufacturer narrative:
The impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was not returned. Since the product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 30 and was removed the same day as placement. The reported events could not be recreated without return of the product for functional testing. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63893935. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63893935) for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported events (stuck components + unable to place in osteotomy) or product (tsvwh10). Therefore, based on the available information, device malfunction could not be verified and the reported events were non-verifiable. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative the following section has been corrected: h4: manufacturer date

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/ 510(k) number: k011028, k013227. Device was not returned.

Event description:
It was reported that during implant placement, implant (tsvwh10) was unable to place fully into osteotomy. Also, when doctor tried to removed the implant mount, the mount screw was spinning and could not release from the implant. Implant was removed. No serious injury has been reported and it was indicated that patient will not have to return for additional procedure. Tooth location 30.